Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 36 months, displayed an elective replacement indicator (eri) with a charge time of 18.7 seconds and a monitoring voltage of 2.62v. There is a concern that the battery has depleted earlier than expected.